Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the inaccuracy issue began sometime in the afternoon on (B)(6) 2016 when he allegedly obtained blood glucose results of 193 and 144mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. The patient stated that he does not take any medications to manage his diabetes, and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of "shaky, sweating, thirsty and drowsy" approximately 3 hours after the alleged issue began. The patient reported receiving hcp telephone advice on (B)(6) at 3pm to go to the emergency room (ER) as his results did not go down. The patient stated that his blood glucose was measured using another device (brand unknown) on (B)(6) at 3:05pm with a result of 264mg/dl. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient's testing procedure was correct and the test strips were stored correctly and within expiry. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained erratic readings on the subject device and subsequently developed symptoms suggestive of severe injury after the alleged meter issue began. In addition, it cannot be said with absolute certainty that the alleged "inaccurate" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.